Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The customer noted that the battery voltage was low. Customer noted that the battery was over 5 years old. Customer replaced the battery and has charged the battery over night and the battery still has not charged. Product support engineer trouble shot with customer and found that the power cord was defective. The product support advised the customer to replaced the power cord. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Event description:
The customer reported that the ventilator shut down. The customer reported that the unit was in use on patient, but there was no patient harm reported.